Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: reboots were observed in the black box download. Daily insulin delivery totals correctly reflect user's programmed basal rates. Battery compartment is cracked. The threads on the battery cap are stripped. The battery cap was unable to maintain an electrical connection, power loss and reboots were duplicated test cap used for testing purposes. Pump powers on normal with no alarms. Pump exercised for 24 hours with the test cap; no further power issues occurring. Pump passed delivery accuracy test and is delivering within required specifications. Battery cap contact height and width found to be in specificatin.. Unrelated to the complaint, the display is dim; letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas stating last (B)(6), she experienced a blood glucose (bg) value of 518mg/dl and was in mild dka. It was noted back in (B)(6) of the last year, the battery compartment was cracked. The pump reportedly lost power in late (B)(6). It was noted that the pump intermittently lost power and the patient had issues controlling her blood glucose. The patient reportedly went to the emergency room (ER) after she experienced the reported bg noted above and was vomiting and feeling nausea for several hours. The patient reportedly was treated via intravenous (IV) fluid for hydration and used the pump for insulin treatment while in the ER. The patient reportedly was discharged and stated that the pump continued to lose power up until about 3 weeks ago when she decided to tape the battery cap to the pump and never replaced it. The yellow o-ring reportedly was visible and the battery cap was unable to secure to the pump. The patient denied that there was moisture inside the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient continued to use a damaged pump. Additionally, user guide states that the battery cap should be replaced every 3 months.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.